Event description:
Device 2 of 2. Reference MFR report: 1627487-2019-03937. Follow up information received identified the replacement lead resolved the patient's issue.

Event description:
Device 2 of 2; reference MFR report: 1627487-2019-03937. It was reported the patient was brought to the or and upon examination of the drg system leads, the impedance was all high. X-ray indicated the two leads were broken. Consequently, the leads were replaced with new ones.